Event description:
A report was received that after falling the pt is not able to communicate with her ipg using the remote control. The physician has decided to replace the pt's ipg. No surgery date has been scheduled at this time.